Event description:
It was reported that the lcd was black. No patient injury or complications were reported in relation to this event.

Event description:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . Summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/ level 1 hotline low flow systems. Device arrived with cracked tank cover, wear and tear damaged front cover, and display on pcb is black. Evaluations and testing confirmed complaint after filling tank, attaching temp check and powering on. Impact damage believe root cause to lcd. Action taken to replaced the pcb, tank cover, and front cover. Test past functional testing unknown cause of event. Updated fields. B 1 b 4 b 5 d 10 g7 h 1 h 2 h 3 h 6 h 10.